Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing performance became worse gradually. Problems of external devices were excluded and history of head trauma post surgery was denied by guardians. The device remains implanted but not in use.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The device is currently still implanted.

Event description:
The patient_s hearing performance with the device gradually became worse. Problems with the external devices have been excluded and a history of head trauma has been denied.